Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. Failure to follow steps/instructions. This code is used to address the use of only one proglide device with the pre-close technique. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the sheath was upsized to 14f to complete the abdominal aortic aneurysm procedure. Hemostasis was achieved with one proglide device. It should be noted the perclose proglide instructions for use states, the pre-close technique, using at least 2 devices, must be used when closing sheath sizes from 8.5f to 21f.